Event description:
The customer reported that the 2800 system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cmos was reset and the connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.